Event description:
Additional information received reported that diagnostics, troubleshooting and reprogramming were performed. It was noted that the manufacturing representative had not heard from the patient at the time of the report, so ¿she assumed everything was fine.¿

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 9565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient had stimulation in the wrong location and they needed someone to adjust their stimulation. It was noted the patient fell about a month ago and ever since then their pain had been getting worse. It was further noted the patient pain started in their right leg and then moved to the left. The reporter stated the pain had now been moving to their right again. The reporter further stated they were looking to have reprogramming done. It was noted the patient was going to contact a manufacturing representative directly. Additional information received reported the patient had an appointment with a manufacturing representative the day of this report. Additional information was requested, but was not available as of the date of this report.